Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture-device breakage') in an adult female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff underwent unknown essure confirmation test. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("spontaneous abortion"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain"), arthritis ("arthritis"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), mood swings ("mood swings"), back pain ("back pain"), arthralgia ("joints aches") and psychological trauma ("psych injury"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgical removal of coils, hysterectomy, bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, arthritis, migraine, headache, feeling abnormal, mood swings, weight decreased, back pain, arthralgia and psychological trauma outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, arthritis, back pain, device breakage, dysmenorrhoea, feeling abnormal, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight decreased to be related to essure. The reporter commented: date of insertion: (B)(6) 2016 (previously reported) tubal ligation done on (B)(6) 2017. Lot number: 641415 manufacturing date: 2009-05 expiration date: 2012-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture-device breakage') in an adult female patient who had essure (batch no. 641415) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: plaintiff underwent unknown essure confirmation test. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abortion spontaneous ("spontaneous abortion"), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdomen pain"), arthritis ("arthritis"), migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), mood swings ("mood swings"), back pain ("back pain"), arthralgia ("joints aches") and psychological trauma ("psych injury"), was found to have a pregnancy with contraceptive device ("pregnancy with contraceptive device") and was found to have weight decreased ("weight loss"). The patient was treated with surgery (surgical removal of coils, hysterectomy, bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, dysmenorrhoea, abdominal pain, arthritis, migraine, headache, feeling abnormal, mood swings, weight decreased, back pain, arthralgia and psychological trauma outcome was unknown and the pelvic pain had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, arthralgia, arthritis, back pain, device breakage, dysmenorrhoea, feeling abnormal, headache, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, psychological trauma and weight decreased to be related to essure. The reporter commented: date of insertion: (B)(6) 2016 (previously reported). Tubal ligation done on (B)(6) 2017. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case category updated to serious incident. New event added- device breakage, spontaneous abortion, pregnancy with contraceptive device, pysch injury. Event outcome updated for pelvic pain. Reporter added. Lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), dysmenorrhoea ('dysmenorrhea (cramping)'), abdominal pain ('abdomen pain'), back pain ('back pain') and arthritis ('arthritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff underwent unknown essure confirmation test. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, dysmenorrhoea, abdominal pain, back pain, arthritis, migraine ("migraines"), headache ("headaches"), feeling abnormal ("brain fog"), mood swings ("mood swings") and arthralgia ("joints aches") and was found to have weight decreased ("weight loss"). At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, back pain, arthritis, migraine, headache, feeling abnormal, mood swings, weight decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, arthralgia, arthritis, back pain, dysmenorrhoea, feeling abnormal, headache, migraine, mood swings, pelvic pain and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: as per mail communication source document dated (B)(6) 2020 wrongly attached. All information from source document deleted. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.